Event description:
It was reported that the customer had two reservoirs that the o-rings popped out of. The customer's blood glucose level was 296 mg/dl. Troubleshooting was declined. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).